Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be used during an endoscopic retrograde cholangiopancreatography procedure, performed on (B)(6) 2022. During unpacking, the stent was found fractured. Another flexima biliary stent was opened and successfully completed the procedure. A photo of the complaint device was provided and showed that the touhy borst was detached/separated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of guide catheter broken.

Manufacturer narrative:
(B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was detached at the proximal part with the touhy borst. It was observed stretched before the detachment. Additionally media analysis revealed that the guide catheter was detached with the touhy borst, and this could be what the customer reported. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, it is most likely that there were some user manipulation while unpackaging the device and/or even some technique performed during preparation ended stretching the guide catheter at the proximal part, as consequence of this stretching the guide catheter ended detaching from the delivery system with the touhy borst, and this could be what the customer perceived. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.